Event description:
Device overheated, melted on bottom. Patient alleged that he awoke to a burning smell and that the chamber of water was boiling. Patient claims that he/she noticed bottom of unit was black and partially melted. Pt claims that they used distilled water and normal cleaning methods. Pt claims that the unit was new and used by pt for approximately 6 months.

Manufacturer narrative:
Awaiting for device to be returned to carry out an investigation.